Manufacturer narrative:
The reported event was lead dislodgement. As received, only the distal portion of the lead was returned in one piece for analysis. The s-curve height of the lead could not be measured due to as received condition of the s-curve. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual examination of the lead found an internal abrasion breaching the ring electrode lumen exposing cable with intact ethylene tetrafluoroethylene (etfe) cable coating at the distal region.

Event description:
During an unrelated procedure, there was a dislodgement noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable.